Event description:
Complainant alleged that while attempting to treat a pt the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Please note that the device was connected to a pt that had a pulse. The device's indications for use instructs users to apply product to patients who are pulseless.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.